Event description:
It was reported to boston scientific corp in 2008, that a stonetome stone removal device was used during a procedure a week prior. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with a second stonetome stone removal device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported balloon rupture is undetermined. The july 2008 15-month stonetome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.